Event description:
It was reported that during a da vinci s surgical procedure, one of the blades from the monopolar curved scissors instrument broke off and fell into the pt. The broken piece was retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and detached left grip blade were returned and evaluated. Per the customer reported complaint, engineering observed that the blade fractured at the cross section of the cable crimp. The fracture plane is straight and the intact blade does not exhibit any damage at the tip, however, material corrosion was observed on both blades.